Event description:
Caller reported malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Cts assisted caller in resetting pump and provided instructions for future issues, allowing customer to continue using pump without further problems.